Event description:
Information received indicates the brake/steer is ratcheting from side to side when in brake.

Manufacturer narrative:
The technician replaced the brake/steer caster to repair the bed.